Manufacturer narrative:
Corrected data: d4 (lot#).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge had glue at the top of the cartridge shroud. There was no adverse impact to customer's blood glucose. The customer did not use the cartridge for insulin therapy and opted to use a new cartridge.